Event description:
The service report shows that the device failed to relieve system pressure within specification. The nellcor puritan bennett factory service technician inspected the device noted that the inlet and outlet check valves were partially stuck with a foreign "sticky" substance. The technician replaced both check valves and unit passed extended testing. This report is not an admission by nellcor puritan bennett that this device caused or contributed to the event alleged in this report.